Event description:
It was reported that during an unk procedure the device was not activated at an activation test. Another device was used to complete the case. There were no adverse consequences to the pt.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 548 mg/dl, 80 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.